Manufacturer narrative:
H3: product analysis found that the reason for return has been partially confirmed. The nim console connects with patient interface without any issue via cable and wireless. Dock 2 was also easily recognized but dock 1 did not respond. The dock 1 pcb was damaged by oxidation and o-ring was broken, the power management board was defective and the software was not up to date (v.1.5.4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, no wireless connection to patient interface was possible. The pi was not charging when placed in the dock. Also no status of "docked" appeared on the screen. When pi-cable was connected, the connection to the pi was established and working. When disconnecting the cable thereafter, the question popped up on the monitor if a wireless connection should be attempted. Upon confirmation to this question, the wireless connection was established and it was working. When the pi was subsequently placed in the dock, the wireless connection was lost, but the pi did not assume "docked" status and kept flashing the blue wireless symbol and did also not resume charging. This was tested also with another pi and the findings were identical. The issue was not resolved with repositioning or troubleshooting. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.